Event description:
Customer reported via phone, the insulin pump was missing the sticker for the buttons and the one behind the back of the device. Customer doesn't recall his blood glucose level at the time of the incident and how damage occurred. Customer stated the device functions correctly. Customer was advised the device need to be replaced and agreed to return it for further analysis.

Manufacturer narrative:
The insulin pump was received with missing keypad overlay, back address/serial number label, and end cap. The device had intermittent responds due to corroded keypad traces. The device had minor scratches on the lcd window, cracked battery tube threads, and cracked battery tube threads.